Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant was found to have a tear on the posterior view, measuring approximately 2.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: right rupture and device malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant on both sides and experienced breast implant rupture, and capsular contracture; baker grade IV on her left side postoperatively. As a result, the device was explanted on (B)(6) 2021. On march 19, 2021, mentor became aware that patient also experienced right side implant malposition and implant rupture in addition to left implant rupture and capsular contracture; baker grade IV, and underwent bilateral explantation and replacement with catalog number 3502001bc; serial number (B)(4) on the right side, and with catalog number 3502251bc; serial number (B)(4) on the left side on (B)(6) 2021. This report is for the patient¿s right-sided device.